Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim pump running leds on the system controller was not confirmed. System controller, serial (B)(4), was not returned for analysis. The provided information indicated that the pump running leds were dim and had it rated at a 1 of out 10. It was difficult to tell whether the light was illuminated or not. There were no pictures or additional documents provided. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the brightness of the green led pump running symbol on the patient system controller had dimmed considerably. The staff and the patient found it difficult to tell whether the light is illuminated or not. There was no patient consequences.